Event description:
A customer reported a sn bottle broke and leaked into the instrument. When removing the bottle from the instrument, a spill occurred and inoculated blood came in contact with the customer's hands and lab coat. The customer indicated they followed protocol inspecting the bottle for anything unusually prior to loading, but were unsure if there were any cracks in the bottle at the time of loading. This customer is unsure how the bottle was transferred to the lab; however, this customer has a pneumatic tube system to deliver bottles from floor to floor and that most bottles are sent via this system. The spill occurred when unloading the bottle. The customer did not follow general laboratory procedure to wear gloves prior to handling the inoculated bottle. Per package insert instructions "use disposable gloves and handle inoculated bottles cautiously as though capable of transmitting infectious agents." The customer acknowledges that lab technician was aware the bottle was inoculated and broken and chose not to wear gloves. The customer followed laboratory and biomerieux recommended spill procedure covering the spill with paper towels and cleaning the spill with 10% bleach solution. No other bottle breaks from this sn bottle lot have been reported at this time. Four sets of blood cultures were tested and results were (B)(6). The customer does not know what disease was being tested for in the inoculated sn bottle. An investigation has been opened to examine the bottle break. A request to return the product has been made and a biohazard shipping container has been sent to the customer. There have been no other bottle break reports for this lot. As there are no similar complaints with this lot, there is no indication that this issue will reoccur. This event is reportable to the FDA as an adverse event because the customer had to seek medical treatment to determine exposure to the inoculated bottle media. No report of medical injury has been recorded at this time.

Manufacturer narrative:
At the time of the original complaint, the bottle was believed to be disposed. Upon further f/u with the microbiology lab mgr, it was determined the bottle was still available. The bottle was requested to be returned to biomerieux and a biohazard shipping container was sent to the hospital for easy packaging. As of (B)(6) 2011, the bottle has not yet arrived to biomerieux. Upon receipt, the device investigation will be performed and a supplemental report will be filed. An investigation has been performed on retained bottles from the affected lot: mfg and packaging review - bact/alert sn lot 1027916, pn 259790 was manufactured on 21 february 2011. A review of the mfg and packaging records showed that this lot was manufactured according to procedure. According to the packaging defect log (B)(4), all attributes met specs. One ncmr's was issued for this lot but would not have impacted this event. Quality control record review - the broken bottle from lot 1027916 was returned from the customer to biomerieux qa for eval. Three hundred retention samples were inspected for bottles with cracks. No bottles were found to have cracks. To mitigate against leaks, the sn bottle package alert states: "visually inspect bottles before testing. Do not use bottles with evidence of damage, leakage, or deterioration." In addition, the bact/alert 3d user manual states "if an inoculated bottle is found to be leaking ior is accidentally broken during collection or transport, use the established procedures in your facility for dealing with biohazardous material." The bact/alert 3d system is designed to limit the effects of leaks as the user manual states: "each bottle cell within the bact/alert 3d incubation module is sealed to hep contain and minimize effects of liquid spillage." The user manual also indicated that, "a drip tray is incorporated at the bottom of each drawer beneath the opening end of the racks to minimize the effect of any spillage or liquid." The customer confirms that the broken bottle leaked into only cell 4d17 and onto the bottom panel (drip tray). This customer states that 80 percent of the blood culture bottles are sent through a pneumatic tube system and the others are hand delivered; however, the customer is unsure how the bottle was delivered to the lab. A drop test study was performed in (B)(6) 2010 the studies concluded: product made 1 year ago has the same probability of breaking as the complaint lots of bottles. Current bottles are no different in their resistance to breakage than older bottles. Breaks / cracks occurred at a higher rate in the high vacuum bottle (sn) and a lesser rate in the low vacuum bottle (fa). The 78 cc plastic bottles are not break proof, but were designed to be break resistant. Update info: the broken bottle from lot 1027916 was returned from the customer to biomerieux qa and the investigation was completed (B)(6) 2011. The broken bottle was evaluated by qa and mt, the bottle was cracked along the bottom of the bottle on the outside and there was evidence of leakage. This type of break is indicative of a bottle that has been dropped. However, it is impossible to determine if the bottle was dropped before or after use. A drop test study was performed by mfg technology (mt) department on bact/alert bottles in (B)(6) 2010. The study concluded that sn bottles break or crack at a higher rate than the other bottle types due to the higher vacuum in the bottle. It was also determined that the 78 cc plastic bottle is not break proof, but were designed to be break resistant. In conclusion, this is an isolated event due to the nature of the complaint (a single bottle associated with the complaint and this is the only complaint up to date for a broken bottle against the lot. The finding of this investigation has been communicated to mfg.